Manufacturer narrative:
The customer reported that the device was unexpectedly shutting down and powering on. The customer's biomedical engineer evaluated the device, but could not duplicate the issue. The biomed then sent the device to philips for eval. Philips was unable to duplicate the symptom also, and the unit passed all testing. There were no errors in the system log. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.

Event description:
The customer reported that the device was unexpectedly shutting down and powering on.